Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a hemodialysis catheter. The customer states the blood outflow outlet was found with a blood stain and customer suspects there's a crack on the tubing. Catheter was removed and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.